Manufacturer narrative:
Evaluation summary: a lens was returned advanced to the nozzle entry area of a used qualified cartridge. It is unknown if this lens is the replacement lens or the complaint sample. Viscoelastic is observed in the cartridge. The lens is in an acceptable position. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified viscoelastic. The root cause for the reported "bag broke; lens changed" could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was not used because the bag broke. There was no patient contact which was originally reported incorrectly.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the "bag broke; lens changed". There was patient contact and the procedure was completed. Additional information was provided indicating that it is unknown if the lens cause the bag to break. It is unknown if additional medical or surgical intervention was required.